Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model #: sc-4318, lot #: 18467627, description: clik x anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had experienced pain near at the ipg site which was non-device related. It was noted that the ipg had become too superficial. The patient underwent a replacement procedure and ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.